Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was in the range of 300-579 mg/dl, elevated blood glucose was addressed with a manual dose injection. Reportedly, the customer was reusing insulin, tandem technical support educated the customer that insulin reuse is considered off label insulin use. The customer successfully changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.